Event description:
It was reported that the bd integra¿ 3 ml syringe with detachable needle experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 305269 batch no: 3115059 consumer is concerned that needle is stuck inside her leg but has not went for medical treatment. We discussed how the product functions. Stated, she has been using multiple syringes by bd for over 10 years to administered her b-12 injections stated, she was unaware that the needle retracts. She keeps different syringes mixed in a small bag. Consumer provided an old/expired lot number date of event: (B)(6) 2020. Verbatim from email below: I was just giving myself my monthly b12 shot, & after injecting, the plunger made an odd noise and went too far down into the syringe. I was watching the entire time, of course! I brought the syringe up to see what happened, and there was no needle!! Is it inside my leg?? We've looked all over the floor and my clothing and can't find it. Plus, since I watch the meds go into my body, I would have seen it fly off or something. Plunger made the noise, went inside the syringe, needle vanished. Is it possible the needle is inside my leg??

Manufacturer narrative:
H.6. Investigation: three photos of a loose 3ml integra syringe with one photo also displaying an opened blister pack (p/n 305269) were received and evaluated. It appeared the needle retraction mechanism functioned as expected. The plunger rod was fully depressed, and the stopper was slightly above the zero grad line. The spring and cannula were also not visible. No defect was observed. A device history review was unable to complete as batch 3115059 is not available for review as records are only maintained for seven years. Since the reported defect was not identified, no corrective actions are necessary at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ 3 ml syringe with detachable needle experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 305269 batch no: 3115059. Consumer is concerned that needle is stuck inside her leg but has not went for medical treatment. We discussed how the product functions. Stated, she has been using multiple syringes by bd for over 10 years to administered her b-12 injections. Stated, she was unaware that the needle retracts. She keeps different syringes mixed in a small bag. Consumer provided an old/expired lot number. Date of event: (B)(6) 2020. Verbatim from email below: I was just giving myself my monthly b12 shot, & after injecting, the plunger made an odd noise and went too far down into the syringe. I was watching the entire time, of course! I brought the syringe up to see what happened, and there was no needle!! Is it inside my leg?? We've looked all over the floor and my clothing and can't find it. Plus, since I watch the meds go into my body, I would have seen it fly off or something. Plunger made the noise, went inside the syringe, needle vanished. Is it possible the needle is inside my leg??